Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double boundle was used during a scope cleaning performed on an unknown date. After the scope went through the reprocessing machine, a brush bristle was found on the number plate of the scope. The bristle was removed by wiping off with gauze. There was no patient involvement with this event.